Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one patient. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 1.8. Patient drawn right after meter test. Patient's therapeutic range is 2.0-3.0. No change in patient's medication prior to test (nurse did indicate the patient started taking pradaxa, but that was after the meter reading).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.3, ref: 1.8, mean: 1.55, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. No product was expected to be returned. Retain strip testing conducted on (B)(6) 2012, for lot# 257064 on (B)(6) 2012, met accuracy criteria. Results are as follows: donor (B)(6) = 1.9, 1.9, 1.9 inr. Donor (B)(6) = 4.0, 3.9, 4.1 inr. At least two out of the replicates are within the allowable bias (+ or -1.0) of reference results for donor (B)(6) (1.70 inr) and donor (B)(6) (4.03 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. As reviewed on (B)(6) 2012, eighteen (18) discrepant result complaints were reported for lot # 257064 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.